Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced syncope during an excerise session. The patient was transported to the hospital. The device was interrogated and displayed no episodes, and was functioning appropriately. The ventricular tachycardia zone was programmed to 170 beats per minute, which was higher than the patients heart rate.